Event description:
It was reported during a revision procedure during pocket closure that the pacemaker device lost rv pacing, and this right ventricular (rv) lead exhibited loss of capture and an asystole episode occurred. During the last lead test, rv auto thresholds, the absence of rv pacing occurred. Immediately stat pacing was started, but no rhythm was overserved. Rescue maneuvers were started, and external defibrillator patches were applied, and external pacing was performed. The patient experienced a syncopal episode, and the pocket was re-opened to review connections of the leads to the device. All leads were confirmed to be correctly attached, and all lead measurements were within normal range. The physician contacted technical service (ts) consultant for review of device data and x-ray imaging results. Ts consultant advised that the device appears to be functioning normally as programmed and design. Review of x-ray imaging did not reveal any abnormalities. Ts advised to monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the patient was given a home monitoring system for the physician to monitor the patient closely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.